Manufacturer narrative:
Sections d10 and g4 were corrected to reflect that the device was/is not available for evaluation. The device was returned only to an affiliate at the time of the initial MDR submission. The product evaluation has not been completed since, to date the device has not been returned. Requests have been made. A review of the certificate of compliance and the final test traveler found that bl3170 serial number (B)(6) meets all physical and functional requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. Should the product be received, the investigation will be reopened. The investigation is considered complete at this time.

Manufacturer narrative:
One stellaris handpiece, serial number ush69824 was returned in a plastic bag along with a collection cassette with tubing and a small vial containing and unknown fluid and a particle. The part number and lot number of the cassette assembly cannot be determined. Visual inspection found the nose cone of the handpiece is dented. A functional test was performed using a stellaris system. The handpiece data displayed tune count 47, on-time 1428985 and average power 0. The handpiece tuned, primed and functioned as intended. In addition, processed water was run through the irrigation tube of the handpiece, and out onto a 0.45 micron filter. The water was then vacuumed off through the filter, in an attempt to trap any possible particles. Microscopic examination of the filter found only one spot of a gelatinous substance that had the appearance of organic material, but no particles. The collection cassette is dirty with dried solution and what looks like dried organic matter visible in the tubing and cassette. Microscopic examination found no blue colored particles present in the tubing or collection cassette. In addition, the vial was examined and found to contain a bright blue particle. The particle is approximately 1658.33 microns long by 454.79 microns wide.the bright blue particle was sent for analysis. The fourier transform infrared (ftir) spectrometer lab analysis found the blue particle was consistent with that of acrylonitrilebutadiene-styrene (abs) with lesser amounts of saline dentrites. The fluid path of the bl3170 handpiece does not contain abs plastic, therefore the source of this particulate is unknown. The investigation is complete.

Manufacturer narrative:
The device has been returned though it has yet to be evaluated. There was no patient impact. The investigation is ongoing.

Event description:
A user facility in the (B)(6) discovered a particle coming through the handpiece while operating. The particle entered the eye during segment removal. It was a long, thin, blue, and hard particle. It was removed with forceps. It is reported that the particle and handpiece are being returned.